Event description:
It was reported that distal tip fracture occurred. During preparation of a 182cm j choice floppy guidewire, the tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Manufacturer narrative:
B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided. Device evaluated by MFR: returned product consisted of choice floppy 182cm j guidewire. Visual and microscope inspection reveals that the spring tip was observed bent and stretched. No issues could be found that can be related to the reported issue and the reported complaint is not confirmed.

Event description:
It was reported that distal tip fracture occurred. During preparation of a 182cm j choice floppy guidewire, the tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported.